Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer stylus would not align with the cursor on the display, however after a 25-point calibration was completed the stylus aligned correctly with the cursor. Analysis additionally noted that the bezel was cracked at the company symbol and it was replaced, that there was an error present and therefore the micro processing unit was replaced and the hard drive reimaged and the software was reloaded and updated, there was a stressed latch tab on the power cord bay and the system fan was noisy and both were replaced to resolve. (B)(4)

Event description:
It was reported that the programmer stylus could not be calibrated. The programmer was returned for repair. No patient complications have been reported as a result of this event.